Manufacturer narrative:
Evaluation summary: the hawkone was received for evaluation. No ancillary devices from the procedure were received. The hawkone catheter¿s stainless steel hypotube exhibited a fracture separation and a ¿hair pin¿ kink within the handle. Two collages of images were received consisting of four cine images and two photographs. The cine images appear to be before and after cines of the treated targeted vessel. The two photographs appear to be identical and show the debris removed from the targeted vessel. The collages show the successful use of the hawkone directional atherectomy device. The collage on page one shows mid distal superficial femoral artery. The collage on page two shows the proximal mid superficial femoral artery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a hawkone to treat a moderately calcified lesion with 80% stenosis and a small degree of tortuosity in the proximal mid distal right superficial femoral artery(sfa). Artery diameter was 6mm. The device was inspected and prepped with no issues identified. It was reported that the device jammed after the first pass and would not close and advance the cutter push rod into nose cone. After multiple attempts the device stopped functioning in the patient so was removed from the patient. The cutter was reported to be outside of the housing. Once removed, the physician noticed a bent push rod at the handle. No pieces remained in patient. No patient injury was reported.